Event description:
A patient was treated with one unit of fortaperm as a "filler" in a breast reconstruction procedure on an unknown date. The physician reported subsequent drainage, that necessitated product removal.